Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and that the patient was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned leads were analyzed and was cleanly cut, and an x-ray inspection found no anomalies. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes a labeling review found that lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2218-50 (sn: (B)(6)). The returned leads were analyzed and was cleanly cut, and an x-ray inspection found no anomalies. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes a labeling review found that lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-4318 (ln: 25254146). The returned fixate was analyzed and external visual inspection found no anomalies. With all the available information, boston scientific concludes a labeling review found that lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2218-50 serial: (B)(4) batch: 7078881. Product family: scs-lead fixation upn: (B)(4) model: sc-4318 batch: 25254146.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and that the patient was doing well postoperatively.